Event description:
It was reported that an ilet user experienced low blood glucose at 71 mg/dl, treated with yogurt and juice, then noted a rebound to approximately 200 mg/dl followed by automated correction dosing from the ilet that preceded another low glucose episode. Education was provided regarding avoiding overtreatment and waiting for the pump¿s low alert, and the user requested referral to the clinical line for potential pump adjustment. Symptoms included hyperglycemia. Outcomes included transient low glucose with subsequent recovery after user-administered carbohydrates and pump-driven correction dosing. Investigation included customer counseling and troubleshooting focused on hypoglycemia treatment practices and device use education. Investigation of this case revealed user management factors consistent with overtreatment of hypoglycemia followed by reactive hyperglycemia and subsequent automated corrections, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy management and education needs.